Event description:
Customer reported that the pump battery failed to charge despite following various troubleshooting steps, including using different wall outlets and charging cables. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the malfunctioning pump, and the customer was instructed to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. The customer agreed to return the problematic pump using a pre-paid label provided by tandem.